Event description:
International affiliate reports the valve was implanted two years ago. The valve pressure was set to 150mm h20. Recently the patient experienced headaches and vomiting and the surgeon found that the valve pressure had changed to 70mm h20. The valve was explanted and an examination revealed an obstruction in the ventricular catheter component.